Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not reveal any issues relevant to the reported event, although the motor failed clockwise current/rpms, and counterclockwise current/rpms, and ran the motor for an extended period of time it did not get hot.

Event description:
On 04/24/2023, it was reported by a facility representative via sems that an ar-8330sj device was heating up during use, getting too hot. Patient was not affected.